Manufacturer narrative:
Pump passed the displacement test. The audio tones/beeps functioned properly. However, pump error 63 alarm during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. No unexpected e/a alarm unspecified noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had met all the requirements of recall notice covering defective alarms. The customer reported that insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer called back to complete replacement pump. The insulin pump will be returned for analysis.